Event description:
The patient was being fed using a pump. 500 ml of an enteral feeding solution were hung and the pump was set to deliver 80 ml/hr. 500ml were delivered in 5.5 hours. Following the event, the reporter stated the patient was "overloaded for a couple of days." Water intake was reduced to compensate for the extra volume of solution. There was no illness, injury or medical intervention resulting from the event. All medications have been ceased as the patient is terminal. One patient involved.